Event description:
Additional information received from the healthcare provider via a clinical study indicated that a secondary catheter revision was performed to remove the catheter.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Product ID th90t01, serial# unknown, product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient had persistent intermittent difficulty connecting their personal therapy manager ptm and pump. The patient also reported suboptimal pain relief without relief following their ptm activations. The it rate and bolus dose were increased secondary to the persistent pain. The patient presented for a pump refill and reported continued persistent pain. Examination revealed the pump was flipping within the pocket indicating probable kink in the catheter resulting in persistent pain. The it rate and bolus dose increased with a plan for revision. The patient later presented to the hospital reporting symptoms of opioid withdrawal including nausea, weakness, intermittent chills and night sweats, and somnolence x 3 days. They were started on IV ondansetron and IV hydromorphone. Patient was transferred for pump and catheter revision. During surgery, unexpected pus released from the pocket. The pump was removed and not replaced; catheter remained as infection was contained to pump pocket.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2024, product type catheter product ID th90t01, serial# unknown, product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 16-may-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:the pump was returned passed all testing in the laboratory and no anomalies were identified. The catheter was returned and a kink in the catheter body was identified. Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter product ID th90t01 lot# serial# unknown implanted: explanted: product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.